Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump was having issues with blood glucose versus sensor glucose levels. Blood glucose level at the time of incident was 160 mg/dl. Sensor glucose level was 41 mg/dl. Difference is not within range. Sensor glucose value that causes insulin suspension was 41 mg/dl. Threshold low suspend limit was 60 mg/dl. Customer treated with hyperglycemia with manual injection. Troubleshooting occurred and resolved issue. Product will not return for analysis.